Event description:
The customer alleged that the machine was giving off a bad smell and there was a haze in the room. There were no reports of injuries related to the smell and haze. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist - capital equipment evaluated at customer site. The fse found this unit misting as reported. The fse replaced the vacuum pump. System meets MFR's specifications. The fse ran a diagnostic empty chamber cycle. This unit is operating normally.